Event description:
It was reported that, during patient follow-up, telemetry with the pacemaker was not possible. During the last follow-up (on (B)(6)2009) the pacemaker was functioning normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.